Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation but was returned to olympus (B)(4). The evaluation is in progress currently. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. [First time; (B)(6) 2021] -staphylococcus haemolyticus, streptomyces albus and unspecified microbes (the total is 3 cfu/100ml.) [Second time; (B)(6) 2021] -air/water channel: staphylococcus epidermidis (38 cfu/100ml) -auxiliary channel and instrument channel: paenibacillus urinalis and staphylococcus epidermidis (the total is 2 cfu/100ml.) Other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report.

Manufacturer narrative:
This is a supplemental report to provide additional information. The device had been reprocessed with a non-olympus automated endoscope reprocessor, soluscope 4, using peracetic acid. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device has not been returned to omsc but was returned to olympus (B)(4). (B)(4) sent the subject device to a third party laboratory for microbiological testing. As a result of 1st testing, the sample collected from all channels of the device tested positive for gram-positive bacteria (3 cfu/endoscope) and coagulase negative staphylococci (2 cfu/endoscope). As a result of 2nd testing, the sample collected from all channels of the device tested positive for coagulase negative staphylococci (2 cfu/endoscope). Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Omsc could not confirm relation between the event and the device. The exact cause of the reported event could not be conclusively determined.